Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post paced t wave over sensing on the ventricular lead which was noted on a real time egm. The ICD was reprogrammed. The device remains implanted.